Manufacturer narrative:
The motor failed hi-pot tests on the motor; it passed initial electrical safety tests and cable hi-pot tests, and it passed all functional tests. In biotek tests, for the pt leakage current, the tests did read higher by about 40 microa than a normal 12k handpiece. With saline running through the handpiece, this will would increased dramatically. When the motor was removed, water was present around the gear train assembly and in the motor inner parts, including the coil. The customer did report that the actual collar of the handpiece burned the pt, which supports the biotek readings that showed more leakage current through the collar than through the blade. The failure occured because the quad seals in the gear train were worn down, which allowed saline to enter into the motor housing.

Event description:
It was reported that the doctor torqued the shaver against the pt's skin. The hub of the handpiece burned the pt. The burn was about 1/2 to 3/4 of an inch in a rectangular shape. The skin looked blanched in the affected area after the pt drape was removed.